Event description:
The event occurred on an unspecified date and involved a plum 360¿ infuser. The customer reported that they programmed the pump for bolus only in the post test case environment and the following failure occurred: the device alarmed; however, it continued to drip. Once the setting was changed to keep vein open (kvo) in the library for this entry, the facility tested this again and thought that it may have fixed the concern. There was no human harm reported. There is no additional information at this time.

Manufacturer narrative:
The device is unavailable for additional evaluation. Without the returned device, a probable cause is unable to be determined. Additional initial reporter: (B)(6).

Manufacturer narrative:
The customer-provided a screen shot of the mednet infusion status view showing infusion of tirofiban (12.5 mg/250 ml) in kvo @ dose rate of 25 mcg/kg. Visual and functional testing: the device was not returned to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing was not performed. Review of 12-month service history and event history/alarm logs: a review of the device 12-month service history was performed and no similar event was indicated. R&d engineering was provided the mednet event/alarm log report for plum 15.20 serial # (B)(6) covering may 15, 2022 to may 17, 2022. Engineering reviewed the mednet event/alarm log report and identified a single infusion of tirofiban. Upon further investigation and further assistance for the customer, it was determined that the customer's issue occurred because the drug library was explicitly configured so that infusions in the ¿surgical service¿ cca would ¿continue¿ at the programmed infusion rate upon reaching vtbi complete. Further, this has been explained to the customer and they have not replied further. Engineering evaluates the customer¿s report is confirmed and represents normal and correct pump behavior based upon the customer¿s custom drug library configuration.